Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 sensor failed prior to calibration. No medical intervention was necessary. At the time of the call, patient reported being okay.